Manufacturer narrative:
The test strips failed testing; the reported issue was confirmed. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. The control solution and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2: the test strips have been returned and further evaluated by product analysis with the following findings: the structural integrity of the test strip vial was found to be compromised during a gross leak test. A secondary issue was also noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the control solution results were above the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.